Event description:
Boston scientific received information that this patient received one shock for atrial fibrillation (af) with a rapid ventricular response. Boston scientific technical services (ts) reviewed the event and offered programming options to optimize therapy. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.